Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The subsequent treatments are related to the circumstances of the procedure. Factors that may contribute to guide/sheath separation, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during removal of the device. The separated sheath likely contributed to the reported device entrapment. The reported, "devices feeling different than expected ¿ appears to be related to the physician¿s perception as the use of the proglide device can have different perceptions of feel/touch based from the user. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning status updated from ni to not returning (discarded). H6 - medical device problem code 3273 removed and 1506/texture added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of the calcified left common femoral vessel using three proglide after a right femoral atherectomy and percutaneous transluminal angioplasty procedure. Reportedly, the first two proglide devices did not capture the vessel wall. The third proglide suture caught the vessel wall yet there was a pop. The device was broken into two pieces at the soft part (sheath) of the device. The proximal portion of the proglide was removed and the access site closed with the suture. An inferior access site was used to attempt to capture the broken off portion with a sheath without success. The sheath was removed and two proglide were used to close the inferior vessel. The patient was sent to the hospital to remove the sheath. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.